Event description:
A physician used an inpact admiral balloon to treat a cto (chronic total occlusion-100%) lesion in the proximal superficial femoral artery. Moderate tortuosity and calcification was reported. No abnormalities reported in relation to anatomy. 6fr sheath and 6mm spider were used. The balloon inflated suing an inflation device. No damage was noted to packaging. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU, with no issues identified. The device did not pass through a previously-deployed stent. No resistance encountered when advancing the device. Excessive force was used during withdrawal. It is reported that during removal through sheath a break/fracture occurred at the balloon. Access was obtained on left side to take final angiogram. The dcb tore during removal through a 6fr sheath. The physician noted that the sheath via antigrade access had a difficult angle. The dcb catheter was removed with only a portion of the dcb exiting. The physician then removed the spider, the distal portion of the dcb and the sheath together. The sheath was kinked midway through the short sheath. The sheath used was a non-medtronic device. All items were removed from the body and pressure was held. The procedure was completed. No patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.